Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: during investigation load step malfunction was verified in the black box. Performed pump rewind, load, and prime with no loss of prime. Unable to duplicate load step malfunction. Force sensor calibration reading was within specifications. Opened pump and removed from case. Inspected force sensor circuit. Force sensor flex trace was cracked at pin connection. Investigator confirmed issue in history but was not able to reproduce during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.